Manufacturer narrative:
(B)(4). Conclusion: the ultipaq was not returned for analysis. A review of the manufacturing documentation associated with this lot (p10993) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure to detach could not be confirmed without product return for analysis. The root cause of the event could not be determined; however, procedural factors may have contributed to the event. There was no evidence provided to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during coil embolization of an unspecified aneurysm, an ultipaq coil ((B)(4)) failed to detach from the detachment cable by using an unspecified cable and an old dcb and an enpower dcb, and the cable and coil were exchanged for new devices. This was the second coil and the same cable had been used to successfully detach the first coil. It was unknown if a pre-deployment electrical check had been performed. A low battery light or fault light were not seen during the case. All connections appeared to fit properly without application of excessive force. There had been no difficulty removing the coil through the sl10 microcatheter, and the coil did not appear damaged (i.e. Kinked, stretched, separated, prematurely detached). There were no potential patient adverse events and the event did not result in a clinically significant delay in the procedure. It was reported that the device would not be returned for analysis.